Event description:
Issue description: boston scientific corporation crm received information that during insertion, a breach was found on the tip of this sheath. Event date: (B)(6) 2011, alert date: (B)(6) 2011. Patient status: no adverse patient effects were reported. Product status: this product will be returned to taisho biomed. Related products: unknown letter: no. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).